Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer experienced low blood glucose levels, but no loss of consciousness. The customer did not require a glucagon injection but it did take a long time for him to recover from the low blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with pump administered bolus on its own. It was reported that the customer was not sure on pump function. No further information provided on pump alarming or not.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus anomaly or history anomaly noted. The insulin pump was monitored for three days and no unexpected bolus anomaly noted during testing. The insulin pump was unit was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. No bolus anomaly or history anomaly noted during our testing. The insulin pump had minor scratched display window, scratched case, damaged scratched display window cover, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Per research and development the formatted history lists on (B)(6) 2016 at 02:12:44 a normal bolus 10.0 units was programmed and delivered at 02:13:25. The formatted history also lists that the bolus was initiated from the remote blood glucose meter. The long trace corresponds to the bolus started on (B)(6) 2016 at 02:12:44 and bolus completed on (B)(6) 2016 at 02:13:25.